Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. Prior to calling siemens, the customer placed a fresh reagent pack onboard. Siemens remotely assisted the customer with replacing the bent dilution probe; the customer also cleaned, primed, and auto-aligned the probe and performed an auto-check, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse turned off the angular motor for the dilution arm and moved the arm through its normal path and observed no obstructions. Then, the cse aligned the arm, checked the alignment to the vessel mover module (vmm), and ran an auto-check, which was acceptable. Since qcs were acceptable and no issues were reported with other samples, siemens ruled out reagent issues. Siemens further evaluated the instrument data and determined that the dilution arm was making contact with an object, which triggered level sense detector. With the service activities mentioned above, the cse optimized the alignment of the dilution probe. The customer was not able to rule out bubbles in the specimen. It is unknown if the bent probe was directly related to the erroneous co2_c result as these events appear to be isolated. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a hemolyzed patient sample on an atellica ch 930 analyzer. The customer indicated they observed a sample integrity error. The erroneous result was not reported to the physician(s). The sample was repeated, in duplicate, on the original analyzer. The repeat results were lower than the initial result and matched the patient¿s clinical picture. The repeat results were considered correct, and the result of 25.8 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 result.